Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the interior superior vena cava de fibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular lead exhibited oversensing as demonstrated by a high sensing integrity counter. It was then determined that the lead was specifically oversensing t waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.